Manufacturer narrative:
The monarc sling device is intended to be used for the treatment of stress urinary incontinence. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
On or about (B)(6) 2009, the pt was implanted with an ams monarc subfascial hammock with the intention of treating the pt "for stress urinary incontinence, cystocele and rectocele, umbilical hernia, and uterine prolapse." It was reported that "after, and as a result of the implantation of the medical devices" the pt "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, continual bladder and urethra infections, dyspareunia, and other injuries." It was also reported that the pt "has experienced significant mental and physical pain and suffering and she has sustained permanent injury."